Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the exprsew iii device would not retain the suture after firing, even after the capture plate was changed. Another company's device was used to complete the procedure. There was a ten minute delay in the procedure reported. During in-house engineering evaluation, it was determined that the device was fractured - broken into two. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the exprsew iii device would not retain the suture after firing, even after the capture plate was changed. Another company's device was used to complete the procedure. There was a ten minute delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had wear marks as usual in this type of reusables devices. No retention plate was returned for evaluation. The pin actuator to jaw was displaced. No other anomaly could be observed. A functional test was performed by activation of the device. A test needle was attempted to be loaded, however the needle could not be completely inserted. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, such as: the device might have been dropped or was tapped against a hard surface accidentally, as well as rough use could have contributed to the device observed condition. As per IFU, inspect the device prior to use to ensure proper mechanical function. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.